Event description:
An impella cp device was inserted via the femoral artery in a male patient presenting with acute myocardial infarction complicated by cardiogenic shock. During the procedure, the single access site began to bleed when the peel-away hemostatic valve failed mid-way through pci. The case was completed and the patient was weaned from support. The impella device was explanted at the end of the case, and the patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1/b2 product problem was added as it was omitted from the previously submitted report. D2a revised as it was incomplete on the initial report that was submitted. E4 selection was added as it was omitted from the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - major bleed: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of leak issue was not determined due to lack of clinical details, no product returned for analysis. Pd-any device- (crack): the cause of device damage was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
A24 removed from h6; a0404 and a050401 added to h6. The investigation is still ongoing.